Event description:
It was reported that the bd® microlance¿ 3 hypodermic needle, 18g was blocked. The following information was provided by the initial reporter, translated from french to english: the trocars (pink needle 18g x 40mm) are blocked. Indeed, when we want to suck up a liquid, there is a strong pressure. When we want to inject, there is also pressure and then a small piece comes out of the trocar and it works again. We are very curious about the piece that comes off the trocar: an unidentified particle that escapes from the trocar and mixes with our injectable preparations.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information. The trocars (pink needle 18g x 40mm) are blocked. Indeed, when we want to suck up a liquid, there is a strong pressure. The trocars (pink needle 18g x 40mm) are blocked. Indeed, when we want to suck up a liquid, there is a strong pressure. When we want to inject, there is also pressure and then a small piece comes out of the trocar and it works again. We are very curious about the piece that comes off the trocar: an unidentified particle that escapes from the trocar and mixes with our injectable preparations.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230408. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were visually examined and no defects were identified. They were then used to puncture a test vial and reexamined microscopically; however, no defects were identified. Based on the provided feedback, it is possible that an issue of coring needle which then resulted in a clogged needle occurred. Material 303262 has been created with a regular bevel compared to material 304622 which had a short bevel. Material 303262 should have an angle of penetration from 45-60 degrees to minimize the risk of coring. Based on the preventive measures in place, it is unlikely that this incident resulted from a defect in the cannula during manufacture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.